Event description:
Procedure performed: wide local excision. Event description: it was noticed during the case that there were a few significant red marks (potential burn) to the skin next to the incision under the armpit. The surgeon made sure that the voyant jaws / metal section between jaws and plastic shaft were not in contact with this section of skin at any point during the case. The only part of the voyant device that came into contact with the skin was the plastic shaft. They were taking the sentinel nodes at the time the mark was seen. Unfortunately, the cable was cut off the device so was not able to be returned. I was not allowed to take a picture (trust policy) of the marks, but I have drawn a diagram of what it looked like. The larger incision is 2mm wide x 12mm long and the 2 smaller marks were 3mm wide x 4mm long. Additional information received from applied medical representative via email 18oct22: patient is okay, the surgeon couldn¿t really resolve the situation, they closed the incision as normal and the injury/mark will need to looked at to make sure it doesn¿t get any worse. Intervention: the surgeon couldn¿t really resolve the situation, they closed the incision as normal and the injury/mark will need to looked at to make sure it doesn¿t get any worse. Patient status: patient is okay.

Manufacturer narrative:
No product is being returned to applied medical for evaluation. A follow-up report will be provided upon completion of investigation.

Event description:
Procedure performed: wide local excision. Event description: it was noticed during the case that there were a few significant red marks (potential burn) to the skin next to the incision under the armpit. The surgeon made sure that the voyant jaws / metal section between jaws and plastic shaft were not in contact with this section of skin at any point during the case. The only part of the voyant device that came into contact with the skin was the plastic shaft. They were taking the sentinel nodes at the time the mark was seen. Unfortunately, the cable was cut off the device so was not able to be returned. I was not allowed to take a picture (trust policy) of the marks, but I have drawn a diagram of what it looked like. The larger incision is 2mm wide x 12mm long and the 2 smaller marks were 3mm wide x 4mm long. Additional information received from applied medical representative via email (B)(6)2022: patient is okay, the surgeon couldn¿t really resolve the situation, they closed the incision as normal and the injury/mark will need to looked at to make sure it doesn¿t get any worse. Intervention: the surgeon couldn¿t really resolve the situation, they closed the incision as normal and the injury/mark will need to looked at to make sure it doesn¿t get any worse. Patient status: patient is okay.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, applied medical is unable to determine if the event unit exhibited any non-conformances that could have contributed to the reported event. In the absence of the event unit, it is difficult to determine if the reported event was caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event.